Event description:
It was reported that the user received an occlusion and high glucose alert on the ilet while using a steel contact detach infusion set with 23-inch tubing, with blood glucose peaking at 326 and trending down after delivery was resumed and the infusion set was changed due to high glucose. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem found, with a medical device problem characterized as lack of effect and the device component identified as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.